Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, no active failures were observed; however, the customer reported intermittent failures on tower doors 1 and 2. A field service engineer (fse) replaced two latches and cleaned the other two latches to resolve the issue. Hardware test application (hta) diagnostics were run, and the customer inventoried each compartment to confirm proper operation in the application, with no further issues identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, all tower doors failed to open, and a clicking noise was observed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this event.